Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; on (B)(6) 2016, the customer stated the condition had improved since the initial contact. The customer stated that has not currently had any diabetic symptoms. The customer stated there was no medical intervention since the last call.

Event description:
Costumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 65 - 170 mg/dl. During the call on (B)(6) 2016, the customer reported symptoms of thirst and frequent urination. The customer declined to seek any medical attention. The product is stored according to specification. The customer's strips (lot number ps2383) are part of the recall; customer was advised not to perform any more tests with the strips. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is month of september 2016. The meter memory was reviewed for previous test result history: hi- (B)(6) 2016 07:29 pm fasting:yes; hi- (B)(6) 2016 02:20 pm fasting:yes; hi- (B)(6) 2016 02:16 pm fasting:yes; hi- (B)(6) 2016 02:14 pm fasting:yes; hi- (B)(6) 2016 02:13 pm fasting:yes. Memory concerns:hi reading. The customer was advised that hi could means the blood result is over 600mg/dl. The customer is having symptoms of high blood sugar. Customer has not had any changes in the diet and exercise.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: strip issue. Note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; on (B)(6) 2016, the customer stated the condition had improved since the initial contact. The customer stated that has not currently had any diabetic symptoms. The customer stated there was no medical intervention since the last call.

Event description:
Customer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 65 - 170 mg/dl. During the call on (B)(6) 2016, the customer reported symptoms of thirst and frequent urination. The customer declined to seek any medical attention. The product is stored according to specification. The customer's strips (lot number ps2383) are part of the recall; customer was advised not to perform any more tests with the strips. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: hi- (B)(6) 2016 07:29 pm fasting:yes; hi- (B)(6) 2016 02:20 pm fasting:yes; hi- (B)(6) 2016 02:16 pm fasting:yes; hi- (B)(6) 2016 02:14 pm fasting:yes; hi- (B)(6) 2016 02:13 pm fasting:yes. Memory concerns: hi reading. The customer was advised that hi could mean the blood result is over 600mg/dl. The customer is having symptoms of high blood sugar. Customer has not had any changes in the diet and exercise.